Event description:
It was reported to covidien that the unit emitted a burning smell during a case in the operating room. They took the unit into the hall and ran it again, but the smell could not be duplicated.